Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer would not interrogate an implanted device. Another programmer was used and interrogated the device successfully. The status of the programmer is unknown. No patient complications have been reported as a result of this event.